Event description:
After preventive maintenance service, the manufacturer's field service engineer (fse) reported the external battery failed the operational test. The fse recommended plugging the ventilator into ac power for at least 12 hours and retesting. The customer reported the battery did not charge after the fse recommendation. The customer declined replacement of the external battery.